Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be due to "belt speed controller set too high". The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated that they were receiving 02 (low flow) alert. Just swapped out to a different device and receiving same alert. 4 pads attached and water flow rate (wfr) was 0 l/m. Had press stop therapy, drain and disconnect all 4 pads. Reconnected holding nowhere near the clear connectors. Verified audible clicks with each connection. All lines straight with no bends or kinks. Fluid delivery line (fdl) secure. Had place device in manual control at 10c. System diagnostics showed that the outlet monitor temperature (t1) was 15.2c, outlet control temperature (t2) was 15.1c, inlet temperature (t3) was 18.3c, chiller temperature (t4) was 12.2c, water flow rate (wfr) was 2.7 l/m, inlet pressure (ip) was -5.5 psi, circulation pump command (cpc) was 100 percentage, mixing pump command (mpc) was 100 percentage, heater command (hc) was 0, water reservoir level (wrl) was 5, system hours were 4119.9 and pump hours were 3758.1. Had stop therapy, drain and disconnect pads. Manual control at 10c with no pads connected, system diagnostics showed that the outlet monitor temperature (t1) was 10.5c, outlet control temperature (t2) was 10.6c, inlet temperature (t3) was 11.5c, chiller temperature (t4) was 3.8c, water flow rate (wfr) was 1.7 l/m, inlet pressure (ip) was -7, circulation pump command (cpc) was 56 percentage, circulation pump command (cpc) was 36 percentage. Confirmed patient had not been to CT or MRI recently and nurse did not suspect any potential damage to pads. Explained that diagnostics showed device was working appropriately and they would need to swap out to a different set of pads. Nurse would place these pads at desk for tm/cm. Sn (B)(6).

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be due to "belt speed controller set too high". The device history record review could not be performed without a lot number. The product catalog number and the lot number for this device are unknown. Therefore, unable to determine the associated labeling to review. UDI related data quality updates only: the reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated that they were receiving 02 (low flow) alert. Just swapped out to a different device and receiving same alert. 4 pads attached and water flow rate (wfr) was 0 l/m. Had press stop therapy, drain and disconnect all 4 pads. Reconnected holding nowhere near the clear connectors. Verified audible clicks with each connection. All lines straight with no bends or kinks. Fluid delivery line (fdl) secure. Had place device in manual control at 10c. System diagnostics showed that the outlet monitor temperature (t1) was 15.2c, outlet control temperature (t2) was 15.1c, inlet temperature (t3) was 18.3c, chiller temperature (t4) was 12.2c, water flow rate (wfr) was 2.7 l/m, inlet pressure (ip) was -5.5 psi, circulation pump command (cpc) was 100 percentage, mixing pump command (mpc) was 100 percentage, heater command (hc) was 0, water reservoir level (wrl) was 5, system hours were 4119.9 and pump hours were 3758.1. Had stop therapy, drain and disconnect pads. Manual control at 10c with no pads connected, system diagnostics showed that the outlet monitor temperature (t1) was 10.5c, outlet control temperature (t2) was 10.6c, inlet temperature (t3) was 11.5c, chiller temperature (t4) was 3.8c, water flow rate (wfr) was 1.7 l/m, inlet pressure (ip) was -7, circulation pump command (cpc) was 56 percentage, circulation pump command (cpc) was 36 percentage. Confirmed patient had not been to CT or MRI recently and nurse did not suspect any potential damage to pads. Explained that diagnostics showed device was working appropriately and they would need to swap out to a different set of pads. Nurse would place these pads at desk for tm/cm. Sn (B)(6).

Event description:
It was reported that the nurse stated that they were receiving 02 (low flow) alert. Just swapped out to a different device and receiving same alert. 4 pads attached and water flow rate (wfr) was 0 l/m. Had press stop therapy, drain and disconnect all 4 pads. Reconnected holding nowhere near the clear connectors. Verified audible clicks with each connection. All lines straight with no bends or kinks. Fluid delivery line (fdl) secure. Had place device in manual control at 10c. System diagnostics showed that the outlet monitor temperature (t1) was 15.2c, outlet control temperature (t2) was 15.1c, inlet temperature (t3) was 18.3c, chiller temperature (t4) was 12.2c, water flow rate (wfr) was 2.7 l/m, inlet pressure (ip) was -5.5 psi, circulation pump command (cpc) was 100 percentage, mixing pump command (mpc) was 100 percentage, heater command (hc) was 0, water reservoir level (wrl) was 5, system hours were 4119.9 and pump hours were 3758.1. Had stop therapy, drain and disconnect pads. Manual control at 10c with no pads connected, system diagnostics showed that the outlet monitor temperature (t1) was 10.5c, outlet control temperature (t2) was 10.6c, inlet temperature (t3) was 11.5c, chiller temperature (t4) was 3.8c, water flow rate (wfr) was 1.7 l/m, inlet pressure (ip) was -7, circulation pump command (cpc) was 56 percentage, circulation pump command (cpc) was 36 percentage. Confirmed patient had not been to CT or MRI recently and nurse did not suspect any potential damage to pads. Explained that diagnostics showed device was working appropriately and they would need to swap out to a different set of pads. Nurse would place these pads at desk for tm/cm. Sn (B)(6).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.